Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The pt had an acute myocardial infarction. The 100% stenosed lesion being treated was located in the severely tortuous left anterior descending (lad) artery. The lesion was predilated with a 1.5 mm sprinter balloon, a 2.0x15 mm maverick balloon, and a 2.5x15 mm maverick balloon, inflated to 8 atms. The physician placed the 3.00 x 20 mm taxus express2 drug eluting stent. The physician was unable to remove the stent balloon. Four inflations, to 12 atms for 30 seconds, were made. The guide was deep seated to the stent and the balloon was able to remove. The lesion was post dilated with a 3.25x12 mm quantum balloon. The procedure was completed successfully. No pt complications were reported. Pt status reported as "ok/good".